Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a female pt in the operating room (or). After the intra-aortic balloon (iab) was replaced through the super arrow-flex (saf) sheath via the femoral in the cath lab, the pt went on to the operating room for surgery. While in the operating room, the pump alarmed "he loss" continually and there were no kinks or blood in the tubing observed. A second pump was tried with the same "he loss" alarms. As a result, the iab and sheath were removed and replaced with a new iab and saf sheath via the same insertion site. The second iab did not have any problems and the procedure went on successfully. No medical/surgical intervention was needed. There was no delay or interruption in therapy noted. There was no report of pt death, complications or injury. The pt outcome is okay.